Event description:
The distributor reported a malfunction with a pump in denmark, with no notable events occurring before the malfunction and no adverse impact on the customer's blood glucose level. The customer's blood glucose level did not exceed 500 mg/dl. Technical support arranged for a replacement pump to be sent to the customer, who will use multiple daily injections as backup therapy. The customer was instructed to place the faulty pump in storage mode and return it within 10 days using a pre-paid label. The customer reverted to manual injections for insulin therapy.